Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the device stryker observed that the device did not power on as expected when the lid is opened. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation.

Manufacturer narrative:
The device was returned to stryker's product access center (pac) for further evaluation. The pac was able to verify and duplicate the reported issue. Investigation found the reed switch sw5 to be faulty and determined this was the cause of the reported issue. This device was scrapped and the customer was provided a replacement device.